Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported during the summer of 2017 the patient went up north and felt the device was not working well so it was reprogrammed in the healthcare professional¿s (hcp) office. In (B)(6) 2017 she had to call 911 because she was having terrible shocking and bladder spasms. Toward the end of august, she was still having terrible bladder spasms and again called 911. The patient was admitted into the hospital for a few days. The patient stated that she had 2 liters of urine in her belly and couldn¿t breathe. The patient stated she was told this was due to her prior uterine cancer and radiation. The hcp at the hospital said it was very common to have bladder issues after cancer and stated the interstim device may have irritated the issue further leading to the complication and could have potentially lead to her death. The patient felt the company was not aware of the issues at hand and that it may have contributed to the complication she experienced. It was noted the lead moved and were re-installed 2 times. It was noted on the third time the battery was inserted. The rep noted the actions or interventions taken to resolve the issue were in the summer of 2017 she was reprogrammed in the hcp¿s office. In (B)(6) 2017, the patient turned the device off when she began experiencing shocking and bladder spasms. In late (B)(6) 2017, the patient was admitted to the hospital and had emergency surgery performance for a hole in her bladder. The patient had emergency uterine surgery to repair a hole in her bladder. It was unknown if the issue was resolved at the time of the report. It was noted the device would be replaced in the future. There were no further complications that have been reported as a result of this event.